Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported through distributor ¿device rupture¿. This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device was returned.

Event description:
Healthcare professional reported through distributor ¿device rupture¿. This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
Clarification to d6a: partial date of 2010 provided. (B)(6) 2010 populated to better align with the manufacture date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.